Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional via a manufacturing representative regarding a patient who was receiving fentanyl (concentration 3000 mcg/ml, unknown dose) via an implantable pump for non-malignant pain. The patient was also taking oral dilaudid, unknown dose. A dye study was done on this report date because beginning on an unknown date, the patient felt like the pump was not helping to decrease his pain, and the managing doctor stated that at pump refills, more than the expected amount of medication was coming out. The managing doctor thought possibly the catheter slipped down too low and maybe in the epidural space. Surgical intervention did not occur, was planned but had not been scheduled; the patient was to be sent to the surgeon for revision. At the time of this report, the issue was not resolved, patient status was "alive - no injury" additional information received from the patient via the rep on 2016-sep-02 indicated that on (B)(6) 2016, they opened the patient at the pump pocket and aspirated through side port and objected dye. Normal dye study per the surgeon in the operating room. It was determined with the managing doctor that the catheter would not be changed. Per the patient, there was additional drug aspirated at refill, no alarms or other issue in pump logs. No known issue that may have led or contributed to the event. Diagnostics; normal aspiration, dye study and flush. It was noted that the patient initially requested for the pump to be replaced as he believed it was recalled but due to no issues in logs, alarms etc. Surgeon and managing doctor elected to not replace the pump as of 2016-july-01, the issue was resolved. The drug dose was 2.209.6 mcg/day

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.